Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).b5: describe event or problem - additional information.d9: device availability - additional information.g3: date received by manufacturer - additional information.g6: type of report - follow-up.h2: type of follow up - additional information.h6: adverse event problem - additional information.

Event description:
Subsequent to the initial MDR, additional information is being added.